Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient experienced an increase in seizure frequency and intensity as their generator battery began losing life. The generator was replaced due to battery depletion and received by the manufacturer where product analysis was completed. An interrogation and system diagnostics test were performed with a one inch spacer between the generator and the programming wand. A comprehensive automated electrical evaluation (shows an ifi=yes condition) showed that the pulse generator performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.